Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose following prior highs while using the ilet with novolog, with fluctuations occurring over several days and no meal announcements reported; the user did not change targets, weight, or time settings, denied exercise, illness, additional insulin, or recent calibrations, and had recently performed a fill tubing event while disconnected. Symptoms included hypoglycemia requiring oral glucose. Outcomes included prolonged time outside the target range. Investigation included review of use conditions and system learning behavior relative to missed meal announcements and recent high-to-low patterns. Investigation of this case revealed that post-high overcorrection during algorithmic learning combined with missed meal announcements likely contributed to hypoglycemia, with no alarms reported and no evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcements and subsequent algorithm-driven corrections, were the most probable cause.